Event description:
It was reported that there was concern that the patient may have an inflammatory mass as she believed she had "deteriorated" in the last few months. The patient had experienced the following symptoms in "the last few months": loss of bowel and bladder control and leg weakness. The patient's neurologist felt the symptoms were not related to the patient's multiple sclerosis and was concerned that there may be an inflammatory mass. The refilling physician is not concerned and is moving quickly towards a diagnosis. The pump contained morphine as primary drug; baclofen as secondary drug. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model #: 8731sc, (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported per hcp, the patient had "no mass that I know of."